Event description:
A hospital in (B)(6) reported via a distributor that a "low temperature alarm sounded after a few days of use. Medical staff checked the circuit to find the heater wire [of an rt206 adult inspiratory heated breathing circuit was ] burned." No pt consequence was reported. Follow-up info provided by the complainant stated that "[the circuit] was not burned. The brown thing was pt's secretion."

Manufacturer narrative:
(B)(4). The rt206 is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) of that product is k983112. Method: follow-up info was requested from the complainant who reported that the discoloration in the breathing circuit was pt secretions and was not related to burning, as initially reported. The electrical resistance of the heater wire in the heated inspiratory tube the returned breathing circuit was tested using a multimeter. Results: the breathing circuit operated properly during electrical testing. Conclusion: in relation to the report that the breathing circuit was burned, follow-up with the complainant confirmed that the breathing circuit was discolored due to secretions rather than burning. We were unable to duplicate the report that the breathing circuit triggered a low temperature alarm as the breathing circuit functioned properly during electrical testing. No fault was found with the complaint device.